Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual inspection confirmed there was debris inside the sealed package of the tip. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing deficiencies. The event is confirmed. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-00475-1. MFR - 0001526350-2023-00488-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) the product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filled for this event, please see associated reports: MFR - 0001526350-2023-00475. MFR - 0001526350-2023-00488.

Event description:
It was reported that during receiving inspection hair like debris was found in the sterile package. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete and no additional information is available.